Manufacturer narrative:
(B)(4). Results: (insufficient information; cause is unknown). Conclusions: (insufficient information; cause is unknown).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately three years post-implant, the patient called medtronic to report pain and discomfort in the iliac area. The patient said it felt like the stent grafts were rigid and sticking out. The patient was advised to contact the physician for a follow-up appointment. The implanting physician later confirmed that the patient did contact his office, but he did not have any additional information about the complaint.